Manufacturer narrative:
Patient presented with return of symptoms and low impedance; devices explanted and patient re-implanted. Devices were disposed of therefore no analysis possible. No further action to be taken.

Event description:
Patient was doing extremely well and slowly symptoms started to return. Patient came in for interrogation and impedance was well under 200. Decision was made to remove device and leads and reimplant. Procedure went well with no complication and impedance back in normal range. Device was not kept.